Manufacturer narrative:
(B)(4). Eval, results: (death, migration, endoleak). (Anatomy related; type 2 endoleak). (Anatomy related, type 2 endoleak).

Event description:
An endurant stent graft system was implanted in a pt for the endovascular treatment of a 7.2 cm in diameter abdominal aortic aneurysm approx 16 months ago. There was moderate tortuosity in the vessels. One month post index procedure, it was noted that there was a type ii endoleak coming from the lumbar artery that was not treated. The CT two months post index procedure showed regression of aneurysm. Three months post index procedure, the pt had a gastrointestinal complication, an aortic-duodenal fistula, which was reported as related to the device. The ultrasound revealed a type I endoleak, stent graft migration at dorsal side caudal, a type ii endoleak, and an aorto-duodenal fistula. The proximal type I endoleak and stent graft migration was resolved with placement of an aortic cuff. The CT five months post index procedure showed an aneurysm diameter of 47 mm was 63mm. It was reported that the pt's hemoglobin could not be stabilized due to continuous blood loss and there were no further treatments available. The pt was sent home with terminal homecare and expired.

Event description:
Additional information was received. Per cec adjudication, it was determined that the aorto-duodenal fistula leading to death was related to both the device and the procedure.

Event description:
Additional information was received for this case. It was reported that there was progressive disease of the proximal aortic neck due to the primary infection of the aorta (not stent graft related) causing a proximal type 1a endoleak, and not stent graft migration as previously reported. The investigator indicated that the infection was not related to the study device or the procedure.